Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir was occluded. It was unknown if the infusion set was occluded as well as the customer had changed the reservoir and infusion set. Blood glucose value was 16 mmol/l. Customer was able to resolve the no delivery and would be treating with a bolus.